Event description:
The customer reported to beckman coulter that the unicel dxc 800 synchron system flow cell drain is overflowing. There were no reports of injury or exposures to any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
Beckman coulter customer technical support (cts) provided telephone support to the customer. Cts advised the customer to visually check lines 26, 15 and the drain connection. The customer reported that line 15 was kinked. Cts guided the customer to unkink the line which resolved the issue. (B)(4).